Event description:
It was reported that the patient is pacing dependent and the right ventricular (rv) lead exhibited noise that was causing pacing inhibition. The pacing system was implanted in the patient¿s belly and the leads were tunneled through the intercostal muscle. The patient experienced pain and discomfort in the area around the lead exiting the intercostal space. It was noted that the rv lead used a lead extender, which is sitting on the patient¿s rib. The noise is seen when the patient sits up and bends to the left. The lead was reprogrammed and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5554-45 lead, implanted 2002 (B)(6). (B)(4).